Event description:
Information was received that reported a pt had been hospitalized on the evening in 2005 due to diabetic ketoacidosis. There was concern that the device might not be delivering. It was thought that a part may be loose internally. It was also learned that the cap that holds the insulin cartridge in place was cracked and broken, it was reported that this component had been broken "for quite awhile". The device will be returned for evaluation.